Manufacturer narrative:
One used device and one used needleless valve connector were received on 04/24/2014 and evaluated. Testing found that the distal tip of the option-lok male adapter of the tubing set was broken off inside the needleless valve connector. White drag marks were noted on the option-lok male adapter indicating application of force on the male adapter. Hospira has competed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was being used to deliver an unspecified medication. The customer contact reported that after the delivery was complete, the nurse disconnected the tubing set from a needleless valve connector. At this time, it was reported that the distal tip of the option-lok male adapter of the tubing set broke off inside the needleless valve connector. The tubing set and the needleless valve connector were replaced. There were no reports of adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.